Event description:
It was reported that intermittent occlusion alarms occur. The customer's blood glucose level was 228 mg/dl. Reportedly, the customer changed supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.